Event description:
The hospital reported a leak greater than 4.5 lpm. There was no report of patient involvement.

Manufacturer narrative:
No report of patient involvement. Legal manufacturer: hcs (B)(4).